Manufacturer narrative:
Evaluation summary: it was reported, the driver is being returned to the service and repair facility with a broken knob on the right side and the power cuts in and out when the cable is wiggled at the strain relief. The analysis results confirmed that the driver was returned with the cable causing the driver to have no power. Replaced the cable, contact pins, connector and collar for power issues. Worn crescent washer is causing the driver to fire when the safety is in the on position. Replaced the drivers missing right cutter knob and knob screw. Replaced damaged carriage and magnet. The site also replaced the crescent washer. The driver was cleaned, disassembled, then reassembled per design specifications, tested, an functioned properly.

Event description:
It was reported by the customer, the driver has a broken knob on the right side and the power cuts in and out when the cable is wiggled at the strain relief. No pt involvement occurred.